Manufacturer narrative:
Product analysis #807647675:analysis information -- 01.07.2024 09:36:51 cst pli# 30 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient was scheduled for lead r evision/replacement as previously reported. The physician removed old leads that migrated and attempted to replace with new leads. After multiple attempts of trying to place new leads the physician was unable to get leads to the necessary levels due to patient anatomy, scar tissue and difficulty of epidural space. The physician chose to abort the procedure. Because it was unsuccessful the leads and stimulator were explant. The physician with discuss options with the patient in follow up.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 15-nov-2027, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6) ubd: 15-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a lead migration and loss of therapy. Impedance value was seen of 40,000 for electrodes 8, 9, 10, 13, 14, 15. Patient had a loss of stimulation, rep attempted to program with existing electrodes that didn't have any impedance issues. Cause of issue is not known, patient had a return of pain. Issue is ongoing.